Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the powerglide came apart from the hub. Additional information received on 08/05/2024: it was reported there was a hole in the catheter at hub, bleeding immediately at insertion and had to be replaced within hours.